Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that after one hour the lcsc5 device stopped working. The test tip was used to determine lcsc5 was not working. A new instrument was used to complete the case. There was no consequence to the pt. The device was discarded.